Manufacturer narrative:
The insulin pump was received with intermittent act button response due to corroded keypad traces. No button error alarm was observed during testing. The insulin pump was also received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratched liquid crystal display window, scratched reservoir tube window, and cracked belt clip slot.

Event description:
The customer reported via phone call that the insulin pump had intermittently responsive buttons and alarmed button error during a bolus attempt. The customer's blood glucose was 200 mg/dl. The customer did not observe any significant events leading to the alarm. She stated that she had changed the battery and was able to clear the alarm, after which she thought that the device's performance seemed to improve; however she stated that the keys still only worked intermittently. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.